Manufacturer narrative:
The reported events of a twisted appearance of the lead, an over torqued inner coil, and high lead impedance were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the insulation to be twisted consistent with procedure damage.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high pacing out of range impedance. The lead was taken out and it was noted that the lead was twisted and appeared to have been over torqued. A new lead was successfully implanted. The patient¿s condition was stable.